Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A hcp from (B)(6) reported an a1cnow result was 12.0% and the lab test was 9.4%. The difference between the tests could be clinically significant. No adverse events were alleged. The kit is expected to be returned for evaluation and a replacement was sent.